Event description:
It was initially reported to physio-control that one of the connector pins on the therapy cable of the customer's device had broken off, and got stuck in the device's therapy connector. Therefore, no therapy cable could be connected to the device and the device could not provide defibrillation therapy. The customer reported that they pulled the therapy cable out of the device after use and the cable's connector pin broke off inside the therapy connector. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control then replaced the therapy connector assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.